Event description:
Reportedly, during pt use, "switched to backup battery" and integrated power pac low" alarms occurred. The pt was manually ventilated and then transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.